Event description:
It was reported that the implant exhibited incorrect interpretation of signal. It was noted that during the interrogation 59 episodes of supra ventricular tachycardia (svt) were observed. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
Correction: manufacturing site was incorrectly reported. MFR number should be 2017865 and not 3008377825